Event description:
Procedure: lap chole. According to the reporter: allegedly, a CT scan stated that one of these clips was embedded in the anterior portion of the pt's uterus. The pt has been allegedly experiencing "female issues."

Manufacturer narrative:
(B)(4)